Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report numbers: 1221359-2022-01681 through 1221359-2022-01691.

Event description:
The customer reported eleven (11) false positive results with the ID now covid-19 assay performed in between (B)(6) 2022 to (B)(6) 2022. This MFR. Report addresses false positive nine (9) and is nine (9) of eleven (11). The customer reported a false positive result with the ID now covid-19 assay on nasopharyngeal swab. Pcr confirmation testing generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m174237 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m174237 and test base part number 190-430 / lot m174237. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m174237 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the log files were not provided. Reference MFR report numbers: 1221359-2022-01681 through 1221359-2022-01691.